Event description:
The customer reported an issue with the interconnect cable and that sometimes no images were displayed. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.